Event description:
It was reported that intermittent loss of capture was observed on the right ventricular lead at max output on (B)(6) 2018 while patient was on a monitor for an outpatient procedure. The non-device dependent patient indicated that they did not feel right. The patient denied feeling syncopal or discomfort. The patient was admitted to the hospital. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.8cm. Analysis was normal. No anomalies were found.